Event description:
Infusion pump received at service facility with a note stating "rate won't stay programmed at rate". No additional clinical information was able to be received. No patient injury was reported.